Event description:
It was reported that a pump keypad is inoperable.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question all keys were found to be operational, however, it was observed that a delay occurred following a key selection, prior to display of the selected function. Further evaluation found that response time following a key press was extended and caused by a failed flash chip on the processor printed circuit board. No keys resulted in an incorrect response or double entry.